Event description:
It was reported that this defibrillator exhibited high out of range shock impedance. The health care professional (hcp) noted that several vector configurations were tried, but the shock impedance remained out of range. A defibrillation threshold (dft) test was performed and noted that the impedance was within range. (B)(6) technical services (ts) provided potential causes and resolution options. The device remains in use. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).